Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: b5; d8; e1; g3; h2; h3; h6 and h11 the device was returned to olympus for inspection, and the reported failure was confirmed. Initially it was reported that the front panel was cracked as a reportable malfunction. Upon further investigation, the subject device should be coded and reported as a non-reportable instead of a reportable malfunction. In addition, the following reportable malfunctions were identified during the device evaluation: failure in the cp board (printed circuit board); the real-time image was not displayed. Based on the results of the investigation, the following led to the malfunction: due to a failure in the cp board, the real-time image is not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the touchscreen was not working and the device was not booting up during set-up, involving an olympus video system center. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: front panel cracked. A root cause could not be identified. Based on the results of the investigation, it is likely that the reported malfunction is related to the customer allegation stating that the center¿s touchscreen was not working and the device was not booting up, which is attributed to a failure of the printed circuit board, resulting in no real-time image being displayed. Regarding the investigation finding of a cracked front panel, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had the issue was found during inspection for use. There were no reports of patient involvement the center's touchscreen isn't working; the device isn't booting up.